Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is having their device replaced due to battery depletion. Surgery occurred and the explanted device was received by the manufacturer. Analysis was completed for the returned generator and the report of end-of-service was duplicated. During the bench interrogation the end-of-service warnings were set. The diagnostic battery voltage calculation result was 1.870 volts. With the pulse generator case removed and the battery still attached, the battery measured 1.841 volts, confirming an end-of-service condition. The downloaded generator data revealed that 30.063% of the battery had been consumed. The battery was removed. The printed circuit board assembly was subjected to electrical testing. Results show that the printed circuit board assembly failed several electrical tests. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. After the trimmed edge of the printed circuit board assembly was cleaned, electrical testing was performed. Remaining residual material on the printed circuit board assembly edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption which was out-of-specification for both standby and pulsing modes of operation, and may have been a contributing factor for the reported allegation of end-of-service. Additional relevant information has not been received to-date.

Event description:
Follow-up to the provider indicated that she had checked the patient¿s device on visits on (B)(6) 2015, and (B)(6) 2016 and the vns impedance values were all fine. She did not suspect any issues with the device because the patient was receiving good efficacy with the device until the battery was at end-of-service and was replaced.